Event description:
Md was attempting to cross a heavily calcified lesion from the pedal approach. During the attempt to cross, the distal tip of the wire broke off within the cto. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none. What is the next course of action?: leave the tip in the body as no way to snare the tip. Patient present at time of event?: yes patient complications: other in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: the tip of the wire broke off in the patients leg. Medical or surgical interventions: none. Patient admitted to hospital beyond the standard of care: no patient outcome: unknown. Reason for unsuccessful procedure: the tip of the wire was left in the body and the md was unable to cross the cto. Was the patient sedated when the procedure was cancelled?: yes - local anesthesia.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Md was attempting to cross a heavily calcified lesion from the pedal approach. During the attempt to cross, the distal tip of the wire broke off within the cto. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none what is the next course of action?: leave the tip in the body as no way to snare the tip. Patient present at time of event?: yes patient complications: other in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: the tip of the wire broke off in the patients leg. Medical or surgical interventions: none patient admitted to hospital beyond the standard of care: no patient outcome: unknown reason for unsuccessful procedure: the tip of the wire was left in the body and the md was unable to cross the cto. Was the patient sedated when the procedure was cancelled?: yes - local anesthesia